Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the error log. The fse determined a broken cable was causing the mixing error. The fse replaced the plastic chain cable in stc lane and adjusted all positions to verify proper performance. The customer verified the resolution by successfully running quality control without error and within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. The aia-2000 operator's manual, appendix 4: error messages, states the following: [4133] stc lane mixer home overrun cause: the home sensor activated improperly after movement of the stc lane mixer. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to an electrical problem of the stc lane plastic chain.

Event description:
A customer reported "4133 stc lane mixer home overrun" error on the aia-2000 analyzer. With guidance from a technical support specialist, the customer restarted the analyzer multiple times, performed a version-up (re-installing the system software into the analyzer), and an all-set-home, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.